Manufacturer narrative:
(B)(4). Cartridge pan the analysis results that one (B)(4) reload was received broken and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the de mage to the reload and pan occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the bottom of the cartridge falls out, the metal casing stays in the device. No pieces fell into the patient. The device fires fine. The same device was used to complete the procedure. No adverse consequences reported.